Event description:
The manufacturer received a call on dreanstation replacement device, from the patient's partner called on his behalf. The patient passed away and she was not sure what to do with his replacement device. She wanted to return the device if she could. She did not have email access. There was no report of patient harm or injury. There was no report of medical intervention. Reportable, although the device did not cause or contribute to the death, cause of death is unknown. The device has not yet been returned to the manufacturer.